Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. The device was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.